Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and field service was not requested; therefore, the failure mode cannot be confirmed. However, there was no reported device malfunction. The complaint device is unavailable for investigation as the serial number is unknown. All device history records (DHR) are reviewed and released according to ¿DHR review checklist & release procedure." A device is not released if it does not meet requirements or is nonconforming.

Manufacturer narrative:
(B)(4). No parts were returned to the manufacturer for physical evaluation and the plant investigation is on-going. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A correspondence letter was received which indicated that the patient was deceased. The date of the patient's death was not reported. An attempt to gather additional information was made by contacting the clinic associated with the patient's treatment. The clinic was not able to provide any details related to the patient's death. The nurse reported that their facility had previously handled dialysis duties for this patient's nursing home; however, these responsibilities were transferred to another company. An attempt to gather information from the patient's nursing home was then made. Although the nurse confirmed that the patient had passed away, no further details related to the patient's death were provided. The cause of the patient's death is not known. Additionally, the date that the patient expired was not provided. No report of a malfunction against the hemodialysis machine was alleged. Medical records have been requested.